Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when surgeon was inflating the trocar, the inflation tip popped off of the trocar and the balloon did not inflate as intended. A second device was used without incident. It is unknown if the second device was the same or different lot number.